Event description:
It was reported by service report that the pt right side rail would not lock in place and the top rail was broken. There was pt involvement, however, no adverse consequences are reported.